Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at implant, a pacing failure occurred when the pulse generator was connected to the lead. Lead impedance was greater than 2000 ohms. The pulse generator was removed and replaced.